Manufacturer narrative:
(B)(4). The device was not available for evaluation. The reported condition was confirmed, based on the customer report. However, the assignable cause could not be determined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. This issue was investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, at the end of therapy. The home patient (hp) stated he received the alarm with the previous therapy. The hp stated he called the peritoneal dialysis registered nurse (pdrn). The hp stated the pdrn was unable to assist him to open the door and get the cassette out so he just turned the hcp off. The hp stated the alarm occurred after he disconnected at the end of therapy. The hp stated he tried to get his numbers. The technical service representative (tsr) asked the hp if he had any overfill symptoms and the hp stated no. The hp declined troubleshooting and stated he just wanted to get the cassette out of the door to setup the hcp. The tsr assisted the hp to open the hcp door. The hcp was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain alarm. The rn stated that she was made aware of this alarm. The nurse stated the patient has been doing okay since then. She stated that patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.